Event description:
Customer received a blood glucose result of 143mg/dl but had symptoms of low blood glucose. Customer later passed out and was found by a friend who gave pt orange juice. On a different occasion the customer received a blood glucose result of 179mg/dl and took 4 units of insulin. The customer passed out 30 minutes later. 3.5 hours later when they woke up they ate some candy and drank orange juice. Controls were out of range. A request was made for return of the suspect device and replacement product was sent.